Manufacturer narrative:
The customer complaint has been confirmed. Pre-repair temperature check performed at 80k. After 1 minute the nose temperature was 166f, the middle temperature was 151f and the rear temperature was 141f. The handpiece failed the earth resistance test. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the drill hand piece was getting hot during use. There was no patient involvement.